Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a male patient underwent an ultrasound-guided prostate biopsy procedure using the maxcore instrument. During the procedure, the device fired automatically without user activation or any external input. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation two electronic photos were provided and reviewed. The first photo shows, a technician holding a maxcore device in fully primed position and the device is partially visible. The second photo shows, the product's labelling information which matches with the tw details. Two electronic videos were provided and reviewed. In the first video, a technician was trying to prime a maxcore device for five times. While priming, the top slide was not locked into the place. In the second video, a technician fully primed the device and fired but while priming the device heavy resistance was felt and then the technician is trying to lock the top slide for four times, but the top slide was not locked into place. Then again for two times, the technician fully primed the device and fired but while priming the device heavy resistance was felt and the product's labelling information was visible which matches with the tw details. Based on the photo and video review, the reported failure to prime can be confirmed. However, due to the absence of supporting evidence, the reported self- activation remains inconclusive. Therefore, the investigation is confirmed for the reported failure to prime as the top slide was not able to lock into the prime position and heavy resistance was felt while priming the device in the provided video. However, the reported self -activation is kept as inconclusive as no objective evidence was provided for review. A definitive root cause for the reported failure to prime and self-activation issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), e1, g3, h6 (patient, device, component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was getting prepared for an ultrasound-guided prostate biopsy procedure using the maxcore instrument. Prior to the procedure, the device fired automatically without user activation or any external input, and the device allegedly failed to prime. There was no patient contact.